Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was explanted on (B)(6) 2017. The explant was not considered device or therapy related. The customer reported that no additional information could be provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues or adverse events were reported by the account. A direct cause for the patient¿s explant could not be conclusively determined through this evaluation. (B)(6) was not returned for evaluation. Review of the device history records showed no deviations from the manufacturing or qa (quality assurance) specifications. Although no specific adverse events were reported, the heartmate ii l left ventricular assist system (lvas) instructions for use (IFU), rev. C outlines adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.